Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va14scl, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Premature battery depletion. Patient was implanted in (B)(6) 2016. During device interrogation at office in (B)(4), the battery level showed to be between 31-50%. During lead testing, all impedance levels were greater than 4000. Patient also no longer had symptom relief. Doctor asked what to do, and she was advised to replace all components. Office performed impedance and ins life testing. They attempted to change pulse wide and rate during testing and values did not change. Patient was taken to surgery to remove lead and ins and patient was re implanted with a new device. The patient issue revolved at the time of this report. The patient¿s indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va14scl, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the ipg ((B)(4)) found it was functionally okay and insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.